Event description:
It was reported that the user experienced hypoglycemia after using insulin outside of the ilet system, with a lowest blood glucose of 40 mg/dl and approximately two hours below range; the user also reported residual long-acting insulin on board during initial use and was coached to announce meals before stowing the pump and to use sufficient carbohydrate for treatment. Symptoms included hypoglycemia without reported loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and candy, without medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device alerts or alarms and an unclear cause of hypoglycemia given concurrent external insulin use. It was concluded that the event was user-related with cause of hypoglycemia unclear and that the device function was not implicated.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.